Event description:
This rptr requested a refund on the surestep meter she had purchased for her daughter, stating that her daughter had gotten the er1 message "a couple of times" and had called since she was concerned with the accuracy of the meter. She didn't remember any specifics of her daughter's experience when receiving the er1 message.